Event description:
It was reported that the left ventricular (lv) lead was attempted implant due to perforation noted. The lead was damaged and perforated the insulation. Subsequently a new lv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the left ventricular (lv) lead was attempted implant due to unknown product issue. Subsequently a new lv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section h6 patient codes this report contains additional information in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the left ventricular (lv) lead was attempted implant due to perforation noted. The lead was damaged and perforated the insulation. Subsequently a new lv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Blood/body fluids were noted. Visual inspection revealed a puncture hole near the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. The pressure test passed indicating the lumen/outer insulation was intact. The wire insertion test passed without issues indicating no blockage in the lumen. This report contains correction in section h6 patient codes this report contains additional information in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the left ventricular (lv) lead was attempted implant due to perforation noted. The lead was damaged and perforated the insulation. Subsequently a new lv lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.